Event description:
Customer reporting false positive sars result. Customer states the result was confirmed negative by pcr. Through investigation it was found the customer was using the assay outside product insert specifications.

Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the product insert. Root cause: customer procedural error. Source: phone.